Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her physician attempted to place a new scs system, but was unable to place the lead due to scar tissue. The physician abandoned the implant procedure. The patient reported a new system was implanted at a later date.